Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had issue regarding water percentage was low. They personally set up the machine and similar alerts were going off. The device took longer than usual to get to an acceptable flow rate. In their opinion the device was problematic and should be checked. Per sample evaluation results on 10jul2024, it was reported that the failed circulation pump contributed to flow issues.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump. The device was evaluated upon receipt. A failed circulation pump contributed to water flow issue. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Section e: initial reporter phone: (B)(6). Correction: h: the reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had issue regarding water percentage was low. They personally set up the machine and similar alerts were going off. The device took longer than usual to get to an acceptable flow rate. In their opinion, the device was problematic and should be checked. Per sample evaluation results on 10jul2024, it was reported that the failed circulation pump contributed to flow issues.